Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (onetouch verioiq) read inaccurately high compared to a calibrated lab method. The reporter claimed obtaining blood glucose readings of ¿124mg/dl¿, ¿199mg/dl¿, ¿143mg/dl¿ and ¿204mg/dl¿ with the subject meter and unspecified readings with the lab method, performed within 10 minutes of each other. This complaint is being reported because there is an allegation of inaccuracy and the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.